Event description:
It was reported that the patient experienced pain at the pocket site and excessive sweating. The patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the beginning of march 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6). Batch: 7139413/7139526.